Event description:
The customer called to report sensor errors. The customer was told that he could wear the sensor for six days. Advised the customer that the sensors are intended for a three day use. The customer also stated that he was hospitalized twice after experiencing low blood glucose levels. The customer stated that he fell both times, and hit his head. The customer stated that he was treating himself based on his sensor glucose readings, without first taking a fingerstick reading. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-97919.